Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that she was hospitalized due to diabetic ketoacidosis as a result of multiple no delivery alarms on her insulin pump. Customer's blood glucose was over 500 mg/dl. Customer will not be retuning the device for analysis.